Manufacturer narrative:
The guidewire was returned to csi for analysis. The guidewire was fractured 323.5cm from the proximal end at the spring tip proximal solder bond. The spring tip section as not returned for analysis. Scanning electron microscopy analysis identified evidence of torsion on the fracture face. This occurs when the spinning driveshaft makes contact with the spring tip leading to a fracture. The root cause was confirmed to be use not consistent with the instructions for use (IFU). The IFU cautions: maintain at least 5 mm between the proximal end of the viperwire guide wire spring tip and the oad drive shaft tip to prevent contact of the drive shaft tip with the guide wire spring tip. Further advance the viperwire guide wire, as necessary, to maintain the 5 mm minimum distance. The material inspection report for this guidewire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
During treatment, the physician spun too close to the tip of the viperwire advance guide wire. Imaging was difficult to see the diamondback 360 coronary orbital atherectomy crown. When removing the guide wire, the tip remained in the distal right coronary artery. An attempt was made to snare the fractured guide wire tip, however, the snare could not advance into the right ostial artery. No further intervention was performed as the physician believed the device would not migrate. Balloon angioplasty was performed to complete the procedure. The patient was stable.